Event description:
It was reported that there were issues involving tubing leaks that resulted in medication loss a few months earlier, which caused concern due to the loss of medication. One incident involved a hole in the tubing that caused leakage. There were no reported patient involvement and harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.